Event description:
It was reported that the air dermatome was shredding skin, no cutting smoothly. There was no report of injury or adverse patient consequences associated with this incident.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. A follow up medwatch will be submitted once the device is returned and evaluated.